Manufacturer narrative:
The reported event of stylet insertion difficulty was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet was able to be inserted through the entire lead body and removed with no restriction.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, there was difficulty introducing the stylet into the right ventricular (rv) lead. A different rv lead was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.